Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that as of today they were feeling more urge to go to the bathroom. Patient stated they thought they were on program 1 when they first got the implant but now they were on program 2. Patient indicated they didn't know for sure if they were ever on program 1. Patient asked if it was possible that they accidentally changed the program. Agent reviewed pertinent information. Patient mentioned they were expecting be getting a call from [manufacturer] within 48-72 hours after the surgery based off what they saw in the literature they received. When asked, patient was unsure if their doctor told them they would be receiving a call. Agent suggested patient reach out to managing doctor to determine if there were any limitations on how/when to make therapy adjustments and if they opted in for phone call program. Patient confirmed they have been able to successfully connect to their ins. All of patient's questions were answered to their satisfaction, and patient will call back if further assistance is needed. They called back on (B)(6) 2025 reported that they were not satisfied with what the stimulation was doing. Caller stated that it seemed like they had more of an urge the last couple of days and they want to turn it up a notch. Patient services reviewed therapy information and general programming guidance. Agent walked caller through connecting to their implant and increasing stimulation. Caller confirmed feeling stimulation in their testicle area and it was painful so they turned it back down to a level they could tolerate. Patient services redirected to doctor if issue persists. Patient's scheduled to follow-up with doctor on 06/02. Patient called back on (B)(6) 2025 reporting they were still having the same symptoms. Patient said they have done test to confirm uti, the results are negative. Patient said doctor redirected them with [manufacturer] to have assistance about what settings they could try for their symptoms. Agent sent email to their manufacturer representative (rep)..

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.